Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have physical damage of insulin pump. It was reported that the retainer ring broke and has fallen off reservoir compartment. Customer's blood glucose was unknown. Customer also reported that sensor fell off causing him to lose the transmitter. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip and the test reservoir does not stay locked into place due to reservoir tube lip damage. The insulin pump had minor scratches on the display window noted.